Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to be partially inflated and residue was noted throughout the balloon. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted to be streaming from the balloon. Further, the balloon fibers were stripped and under microscopic examination, a compound rupture was noted to the balloon. No other functional testing performed. One video was provided and reviewed. The video shows the conquest balloon over a guidewire. The balloon is being attempted to inflate using an inflation device, and liquid is seen streaming from the balloon. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon under microscopic evaluation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a pinhole rupture. The procedure was completed using another balloon. There was no reported patient injury.